Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, difficulty breathing and fatigue. It was further reported that perforation and pericardial effusion were noted on the right ventricular (rv) lead and his bundle lead. The his bundle lead also dislodged. Therv lead and his bundle lead were explanted and replaced. No further patient complications have been reported as a result of this event.